Event description:
While setting up the model 3100a as a backup unit, the operator was unable to get the system to pass the performance test, in that the delta-pressure was below the minimum. There was no pt involvement.